Event description:
Patient with a distal ileal stricture underwent a small bowel resection with creation of a loop ileostomy. The ethicon endo-surgey 1 proximate reloadable linear cutter with safety lock-out misfired after the third use. The stapler is designed to be reloaded and fired eight times. The device was removed from the field. The surgery was concluded uneventfully, there was no harm to the patient.